Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (2 mg/ml) and bupivacaine (5 mg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient reported persistent pocket discomfort because they could feel where the catheter attached to the pump. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had some weight loss. The exact amount was unknown, but the pump was very superficial in the right flank pocket. The patient was taken to the or (operating room) on the date of the report for a pocket revision. The physician started by opening up and dissecting down to the existing pump and proximal segment. The pump was disconnected from the catheter and removed from the pocket. The physician noted that the excess catheter was scarred into the pump pocket and she was concerned about accidentally cutting it, so she did not want to dissect out the full length. So, she only dissected out a short amount and then reattached the catheter to the pump, rotating the catheter hub to a deeper portion of the pocket. The physician then aspirated from the cap (catheter access port) with positive return of csf (cerebrospinal fluid). The incisions were then irrigated and closed. It was noted that there were no changes to the catheter length or volume. A priming bolus was programmed to re-prime the catheter and resume the infusion. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.